Event description:
Pt. Received vivo 45 after a software update and everything was working and then one day patient went to get on unit and it red error and would not allow patient to use ventilator. Mobile medical was not able to get unit to function so we gave him a replacement and sent unit back to manufacturer.